Event description:
The following is alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of an incisional abdominal wall hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and "remove it." It is alleged by the patient's attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional abdominal wall hernia and underwent open repair with implant of perfix plug. Per operative notes, ¿the hernia sac was completely excised, and the omentum reduced back into the abdomen. A large perfix plug was inserted in through this defect and placed.¿ (B)(6) 2015 to (B)(6) 2015 - patient visited hospital for bulge at the umbilicus and abdominal pain. (B)(6) 2015 - patient was diagnosed with recurrent supraumbilical incisional hernia thereby underwent open repair with explant of old mesh. Per operative notes, ¿the recurrent hernia was identified. The previously placed mesh was greatly retracted and appeared to be a hernia plug type patch. The old mesh (perfix plug) was grasped and completely explanted. There were some attachments to the omentum which were divided to completely free the mesh. A synthetic mesh was placed within the defect.¿ attorney alleges that the patient had adhesions, mesh shrinkage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
The information provided indicated that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to (example possible perfix plug explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such we have not identified this to be a reported device explant at this time. With the limited information available, an assessment cannot be made in regards to the allegations made by the patient's attorney it is unclear at this time if the "hernia defect" is an additional hernia or a recurrence of the previously repaired hernia. However, hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 2 years 2 months post implant of perfix plug, patient had abdominal pain, adhesions and hernia recurrence thereby underwent repair with mesh removal. Per op notes, "the previously placed mesh was greatly retracted." The instructions-for-use supplied with the device lists adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d6b (date of explant), e3, g1, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
The information provided indicated that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to (example possible perfix plug explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such we have not identified this to be a reported device explant at this time. With the limited information available, an assessment cannot be made in regards to the allegations made by the patient's attorney it is unclear at this time if the "hernia defect" is an additional hernia or a recurrence of the previously repaired hernia. However, hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of an incisional abdominal wall hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and "remove it." It is alleged by the patient's attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.